Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted proctocolectomy surgical procedure, the wire of the 8mm small grasping retractor instrument snapped while in use. The procedure was completed with no reported injury. On 03/23/2024, isi obtained the following information based on a follow-up: there were no related issues with the opening/closing of the grips. There were no issues related to the yaw or pitch motion of the grips. There were cables visibly protruding from the distal end of the instrument. No fragment fell into the patient's anatomy. The instrument was inspected prior to use. There was no damage or anything out of the ordinary during initial inspection. The instrument did not collide with another instrument or tool/ no images or video recordings are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.